Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter, a force error occurred and no ECG signals were being displayed on carto and ep recording system. Troubleshooting was performed by replacing cables with no resolution. The procedure was completed by exchanging the catheter. There was no patient consequence. Additional information was requested in order to clarify if physician was able to monitor patient's heart rhythm; however, no further details were made available. Based on the current information, bwi determined to take a conservative approach and report this event since the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
Evaluation summary for analysis results. (B)(4). Manufacturer's reference # (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, a force error occurred and no ECG signals were being displayed on carto and ep recording system. Troubleshooting was performed by replacing cables with no resolution. The procedure was completed by exchanging the catheter. There was no patient consequence. Additional information was requested in order to clarify if physician was able to monitor patient¿s heart rhythm; however, no further details were made available. Based on the current information, bwi determined to take a conservative approach and report this event since the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor resistance values were found within specifications. Also per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint was not confirmed. (B)(4); therefore no CAPA activity is required.

Manufacturer narrative:
During an internal review of this complaint file on february 25, 2016, it was found that the UDI number provided on the 3500a initial report was incorrect. The correct UDI number is (B)(4). The labeling of the device was not affected. An internal corrective action has been opened to prevent this issue. Manufacturer's ref. No: (B)(4).